Event description:
A home pt's (hp) spouse reported that the hp had been diagnosed with peritonitis. Per the hp's nurse, the hp presented to the clinic with abdominal pain, cloudy effluent, nausea, and vomiting. Treatment included 2g of vancomycin ip every 4 days for approximately 3 weeks and 2 doses of fortaz 1g ip. Reportedly, the home pt has recovered and hospitalization was not necessary.